Event description:
It was reported that the patient was hit by a stone on the implant site and thereafter reported not hearing with the cochlear implant system. It was also reported that the patient had a small haematoma for several days. The results of an integrity test in 2007 indicated that the device was not functioning . Cochlear recommended explant/reimplant surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.